Manufacturer narrative:
Complaint no: (B)(4). The device was being used with a non-baxter pump and a 16 to 18 gauge catheter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown secondary IV set was involved in a no flow incident. This occurred during patient infusion of an unknown solution through the secondary line and saline through the primary line. The reporter stated that the primary line flowed instead of the secondary line though all the clamps were off and the bags were in the proper position. There was no patient injury or medical intervention associated with this event. No additional information is available.